Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Most probable cause of the issue is a spill during the transfer of drugs for chemo. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the pump was saturated with chemo that had spilled into the pouch. Patient was not harmed. Their location flooded and they don't have any further detail. Patient not affected. No patient injury. No additional information.